Event description:
While attempting to deploy coil the detachment mechanism did not function appropriately. The device was removed from the body retained and is being held for return to the manufacturer.